Event description:
It was reported that the instrument was discovered fractured and was a missing part by the sterile processing unit. Nurses reported that the instrument was not noticed to be broken during the surgery. It was reported that no further information is available.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). G2: foreign source: canada. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of repeated use (nicked or gouged) and confirming complaint is fractured. Device submitted for fracture analysis with the following findings: the features of this fracture surface and mode align with those reported in summary of failure analysis of knee impactor fractures. No further analysis can be made. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. This complaint can be confirmed based on the returned product. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in sections b4, b5, g3, g6, h2, h3, h4, h6, and h11.